Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient participating in a trifecta durability study was implanted with a 25mm trifecta valve on (B)(6) 2011. On (B)(6) 2011, the subject was hospitalized due to a paravalvular leak secondary to non-structural dysfunction. The subject was discharged home on (B)(6) 2011. No additional information has been reported or is anticipated.

Manufacturer narrative:
(B)(4).

Event description:
Several updates were provided on (B)(6) 2017 which included off-label use of an amplatzer closure device in 2011. Per report the patient was hospitalized in 2011 for attempted closure of a paravalvular leak using an amplatzer closure device. Attempts at closure with the percutaneous device occurred on (B)(6) 2011 and (B)(6) 2011 without success due to the patient's anatomy/sizing. On (B)(6) 2012, the patient was referred for reoperation as the pvl remained. The patient died on (B)(6) 2012 secondary to heart failure with pulmonary edema. Per report, the patient's death was not related to the study device and efforts to obtain more information were not successful. (Clinical study patient ID: (B)(6))